Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that insulin pump shut off and was not able to turn back on. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed hardware low level failures during self-test due to cold solder joints at the keypad assembly. The insulin pump was mounted for 24 hours and no unexpected alarms or blank display anomalies were noted. The insulin pump was received with operating currents within specification. The insulin passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, faded and stained serial number label, minor scratched lcd window, case and keypad overlay.